Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced a blood glucose (bg) level of 620 mg/dl large ketones considered dangerous. Manual injections were administered to address bg. Customer was treated with intravenous fluids, blood transfusion and an insulin drip in the hospital. Customer was released from the hospital 3 days later. Reportedly, customer experienced declined kidney function that customer considers permanent damage. Customer¿s creatinine level was 4.2% after this event. Customer reverted to insulin pens for insulin therapy.